Event description:
The distributor reported that during a patient procedure the handpiece of their advance capsule endoscope delivery device broke resulting in a procedure delay. This resulted in four separate endoscope deployments causing throat irritation. The procedure was completed successfully.

Manufacturer narrative:
The advance capsule endoscope delivery device will be returned to steris for further evaluation. A follow-up MDR will be submitted when additional information becomes available.